Event description:
The customer reported that on (B)(6) 2011 erroneous, elevated modular glucose (glucm) results were generated from a unicel dxc 800 synchron system for six patient samples. The initial glucm results were repeated in critical rerun mode on the same instrument, and then repeated in duplicate on the same instrument. It is unknown which valid results was reported outside of the laboratory. The erroneous glucm results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument glucm quality control and precision results were recovering within established specifications during the timeframe of this event. The samples were serum samples. No additional sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) discovered a cream colored thin band of debris around the edge of the face of the electrode. The electrode was removed and the debris broke off and was seen floating within the electrode. The electrode was replaced but discarded and not available for beckman coulter assessment. Although an instrument part was replaced prior to returning the instrument back into service, a definitive root cause remains unknown at this time.